Event description:
The handle on the introducer broke off.

Manufacturer narrative:
The complaint was confirmed and will be considered a supplier related issue. One introeze 8.5 fr non-ptfe introducer was returned for evaluation. The blue dilator had been broken into three segments. A tactile evaluation revealed that the material appears to be brittle and easy to break.